Manufacturer narrative:
(B)(4).

Event description:
During servicing device on different issue. Philips bench technician discovered problem with front bezel button getting stuck. There was no report of patient involvement.